Event description:
First machine failed completely, second device gives erratic results. Computer is down all the time. Co hasn't provided proper equipment and has poor technical assistance. Facility can't rely on the analyzer due to the constant problems. Facility is sueing the co.